Event description:
It was reported that the video system center displayed an e226 scope communication error message. Also, scope detection was not working which resulted in no image being displayed. Restarting the system did not resolve the issue and the e226 error was displayed. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, and h6. Corrected data: d9 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus presumes that the no image, camera head not detecting, and the error message e226 are due to a defective rx module. Olympus will continue to monitor field performance for this device.